Event description:
The procedure was treat a lesion in the lad, distal to two previously implanted stents. The vessel was tortuous and calcified. Predilatation was performed and the mini version was advanced through the stents, but could not cross the lessison. The stent delivery suystem (sds) was retracted, but the stent caught on either the anatomy or the previously implanted stents, and became dislodged from the balloon. There was an attempt made to snare, the stent, but was unsuccessful. A balloon catheter was also used un an attempts to compress the stent against the vessel, but the stent kept floating distal. The pt went to surgery to treat the vessel; however, the stent reamins in the pt.